Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer performed a pump reset with assistance from tandem technical support. The pump reset successfully, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if any problems reoccur.